Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4).

Event description:
Asr litigation record received. Patient alleges pain and suffering, excessive levels of chromium and cobalt, injury, past and future disability, loss of consortium, emotional distress, and loss of normal life. Doi: (B)(6) 2009. Dor: (B)(6) 2017. Right hip.